Manufacturer narrative:
A visual examination of the returned device confirmed that cutting wire was bent and broken. (See figure 1, page 3). The broken end of the cutting wire had a charred, reddish, and blackened appearance (see figure 1, page 3), which indicated that excessive electrical current flowed through the device. The cause of the excessive current is unk, although possible causes include: improper tome position allowed the cutting wire to abut the endoscope which resulted in a short circuit and (2) excessive power was applied to the cutting wire due to improper generator settings. A review of the complaint database identified one additional complaint for this lot, from the same customer (see associated manufacturer report). The device history record for this lot was reviewed; no anomalies were noted. The february 2008, 15-month jagtome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. A jagtome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male patient in 2008. According to the complainant, "[a] partial sphincterotomy was performed, as they were attempting to bow for the second time[,] the cut wire broke," the physician attempted to complete the procedure with a second jagtome rx sphincterotome. Refer to associated manufacturer report #3005099803-2008-00381 for a description of the second event.